Event description:
It was reported that the customer had been hospitalized on (B)(6) 2014 for a pancreas issue that caused her to vomit. The customer's blood glucose at the time of admission was under 200 mg/dl. The customer stated that, prior to the hospitalization, the customer's shoulder and arm began to hurt. The customer stated that, at the time of the call, there was an open circle on the insulin pump. The customer stated that her blood glucose at the time of the call was 441 mg/dl. Advised customer to talk with her doctor about treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.